Manufacturer narrative:
Concomitant medical products: trans- catheter aortic valve, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also noted that ventricular lead testing resulted in a paced atrial event and atrial pacing resulted in ventricular pacing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.